Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain associated with the leadless implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event. The patient was a participant of the micra china study. It was further reported that the patient experienced exacerbation of premature ventricular contractions (pvc) due to stimulation.